Event description:
During laparoscopic ileocolic resection, the ligasure was plugged in appropriately. However when the surgeon (dr. (B)(6)) went to use the ligasure it displayed an error message saying "cycle not complete". Plugging and unplugging did not resolve the issue so a new instrument was opened and the procedure completed without incident or harm to the pt. FDA safe report ID# (B)(4).